Manufacturer narrative:
The reported issue that the device failed to alarm when the patient complained of pain could not be confirmed. Additionally, per alaris system directions for use- alaris system (alaris pc unit, model 8015) pg. 2-81, the pump module ¿is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions.¿ no product or device logs were returned for investigation. No device history or qn search was performed since no source device serial number was reported by the customer. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
(B)(4) -failure to alarm for IV infiltrate. It was reported that a normal saline infusion was programmed at 100ml/hr. During the infusion, the patient experienced discomfort/pain. Upon closer observation the rn noticed swelling left upper arm. The rn stated that the device failed to alarm when patient complained of pain. Although requested, no further details were provided by the customer for this event.